Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units. The customer declined to perform troubleshooting with tandem technical support and declined follow-up during the next cartridge change. The customer did not remember blood glucose level; however, there was no reported impact to the customer's blood glucose level.